Event description:
The customer alleged while the ventilator was operating on a pt, the pt circuit become disconnected at the in-line filter of the pt circuit, ventialator side. It was reported that no audio alarm occurred for the low pressure alarm condition. The nursing staff was not alerted to the pt and the pt's lips have been reported to have turned blue, but when found the pt was revived and is doing well. The co customer support engineer (npb cse) inspected the device and could not duplicate any malfunction with the ventilator. The unit passed extended service final testing. It is not verified that the low pressure alarm did not activate during the disconnect condition, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.